Manufacturer narrative:
Service repair in the field was performed on february 24, 2016. The replaced chiller was received at the manufacturer on march 01, 2016. The chiller s/n (B)(4) was sent to the supplier.

Manufacturer narrative:
Patient was not under anesthesia at the time of this event. Reporting conservatively due to ¿leaking water, smells like is burning¿. System analysis/service repair was performed on (B)(6) 2016: the reported issue of ¿leaking water and smells like is burning¿ was noted during 0 flow and chiller with electrical over temperature smell and 0 flow was verified with flow meter. This was determined to be result of a faulty chiller; chiller was replaced; system was flushed and filled with distilled water. Set the flow at 2.1 and system op check was performed. The system was tested and verified to meet manufacturer¿s specifications. The replaced chiller was received at the manufacturer on (B)(6) 2016.

Event description:
It was reported that prior to a procedure, patient had not been administered anesthesia, "leaking water, smells like is burning" was observed. How the procedure was completed was not provided. Patient outcome "ok" reported.

Manufacturer narrative:
Device evaluated by manufacturer updated, evaluation codes added. Service repair in the field was performed on february 24, 2016. The replaced chiller was received at the manufacturer on march 01, 2016. The chiller s/n 877613-01 was sent to the supplier. Product evaluation: the chiller was evaluated by the supplier and received back at the manufacturer on march 17, 2017. The evaluation noted; "unit came in good condition, ran unit with no signs of leaks, ran atp test to check if unit ran up to standards; checked water temperature with thermometer, after a thorough analysis noted unit to run well." No problem was found with the returned chiller. Probable root cause: based on the supplier analysis results, the probable root cause was undetermined.